Event description:
It was reported that the device had a history of lead noise and was reprogramed a year ago. The patient presented in clinic for follow up. Diagnostic imaging revealed that the right ventricular (rv) lead dislodged and was not capturing due to dislodgement. On (B)(6) 2021, the physician elected to cap and replace the rv lead. There were no patient consequences.